Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts at the proximal edge of the stent were lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.